Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead experience a dislodgment, this lead exhibited high capture thresholds. During the lead revision the helix of the lead came out while the stylet was inserted so the physician opted to replaced the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead experience a dislodgment, this lead exhibited high capture thresholds. During the lead revision the helix of the lead came out while the stylet was inserted so the physician opted to replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.